Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "pt impact unk" (no known impact or consequence to pt). Product problem(s): "cassette leaked water" (fluid leak). The customer reported that during the surgery the cassette leaked water. No pt harm was reported. Add'l info has been requested.